Event description:
It was reported that the programmer would shut down sometimes during interrogation or during a programmer session. It was noted that it happened multiple times in one day. The programmer was replaced. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).